Event description:
The manufacturer received information alleging a ventilator had an oxygen sensor failure. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator had an oxygen sensor failure. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The customer's complaint could not be confirmed or duplicated. The device operates and alarms as designed.